Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to be broken proximal to the fiber/cap fusion zone, beneath the metal cap; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus were also observed on the metal cap. Both caps remain intact and attached. The identified issues may activate the laser system's fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 100,100 joules of use. The procedure was completed using a second fiber. Patient outcome: "no harm to patient".